Manufacturer narrative:
Follow-up received on 05-jan-2017: quality safety evaluation of ptc (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had heavy bleeding and migration of implant (seen as device dislocation). A hysterectomy was performed to remove micro-inserts around 6 years after insertion. Both events are serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented migration of implant and heavy bleeding followed by surgical removal of device. Given the nature of events, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding / clotting") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraines"), depression ("depression") with anxiety, mood swings and loss of libido, dyspareunia ("pain during intercourse"), pollakiuria ("urinary frequency"), dizziness ("dizziness"), nausea ("nausea") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy performed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, abdominal distension, fatigue, headache, migraine, depression, dyspareunia, pollakiuria, dizziness, nausea and weight increased outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, abdominal distension, fatigue, headache, migraine, depression, dyspareunia, pollakiuria, dizziness, nausea and weight increased to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had heavy bleeding and migration of implant (seen as device dislocation). A hysterectomy was performed to remove micro-inserts around 6 years after insertion. Both events are serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented migration of implant and heavy bleeding followed by surgical removal of device. Given the nature of events, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding / clotting") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraines"), depression ("depression") with anxiety, mood swings and loss of libido, dyspareunia ("pain during intercourse"), pollakiuria ("urinary frequency"), dizziness ("dizziness"), nausea ("nausea") and weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant (hysterectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, abdominal distension, fatigue, headache, migraine, depression, dyspareunia, pollakiuria, dizziness, nausea and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, depression, device dislocation, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, perforation, pollakiuria and weight increased to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter information updated and lawyers added (legal case). Event added as perforation. On (B)(6) 2016 she had surgery to remove the essure implant. Essure legal manufacture has changed from (B)(6). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.